Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 33 unopened pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed. There are no units in stock. Received 33 closed samples. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. As indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: complaint is not justified. Actions on product: distributed of this reference/batch:, based on the conclusion derived from investigation, it is not required to take an action on distributed product. Credit note for one box of product as a compensation. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread is crumbled in the new package, directly after opening. Thread broken in pcs(1st pack not tight).